Event description:
It was reported that during the procedure, it was found that the energy was low. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified there were some defective components that need replacement. The fse could not proceed with the replacement as the parts need to be acquired. Based on the information provided, even though the allegation was confirmed, the most probable cause of the reported issue cannot be established due to lack of evidence. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the information provided and analysis results, an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during the procedure, it was found that the energy was low. The procedure was completed using the original device. There were no patient complications.